Event description:
The customer contact reported the device did not deliver. On (B)(6) 2010 at an unspecified time, the pump was programmed for intermittent delivery in ml, to deliver cefazolin 2 gm, with a 63 ml dose amount, for a duration of 1 hour, every 8 hours, a kvo rate of 1 ml/hr, and a container size of 210 ml. At 1900, the delivery was started. The customer contact reported the therapy was scheduled to deliver (B)(6) 2010 to (B)(6) 2010 with the solution container and the tubing set being changed every 24 hours. The customer contact stated that on (B)(6) 2010 at 1308, the home health nurse called to notify the pharmacist that the pump display indicted that the pump was delivering; however, the container was still full. The customer contact reported the nurse replaced the solution container and tubing set and with the assistance of the pharmacist over the telephone, reprogramming the pump and the delivery was resumed. It was reported that at the end of the programmed delivery on (B)(6) 2006, the customer contact stated that it was requested that the pump be removed and an unspecified replacement pump was used to continue the therapy. The customer contact indicated that on one day a dose was missed; however, it was reported the therapy was extended to make up for the missed dose. There were no reported changes in the pt's status. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.14 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturing site. A review of the history indicates the most recent programming was on (B)(4) 2010 at 1226, when the device was programmed for intermittent delivery, dose amount 63 ml, dose time 1 hr, dose frequency 8 hrs, number of dose 3, kvo rate 1 ml/hr, container size 210 ml, air sensitivity off and no delayed start. At 1226, infusion was started and dose 1 delivery began. At 1227, infusion was stopped and dose 1 delivered 0.5 ml. At 1230 infusion was started and dose 1 delivery began. At 1329, dose 1 delivery ended, 63 ml delivered and kvo delivery began. Between 2029 and 2129 dose 2 of 63 ml was delivered. A new date stamp of (B)(4) 2010 occurred. Between 0429 and 0529 dose 3 of 63 ml was delivered. At 0648, there was a check cassette alarm. At 0649, infusion was stopped. Between 0649 and 0823, the silence key was pressed 22 times. At 1231, a start alarm occurred. Between 1302 and 1331, the silence key was pressed 14 times. At 1334, a power loss alarm occurred. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).